Event description:
It was reported that during an abdominal hysterectomy the device worked well for the first seal and divide but the jaws would not open after that. It was not reported whether the device was stuck on tissue when it would not open. Another device was used to complete the procedure. There was a delay in surgery, but no patient injury. Additional information was requested multiple times, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the cord severed approximately 2 inches from the handle. The jaws of the device appeared properly aligned, and fully opened and closed as intended when the handle was actuated. No further functional testing could be performed due to the severed cord. The device history record was reviewed and no discrepancies were noted. As the device jaws operated as designed during testing, no conclusion could be drawn as to what may have caused the event.